Event description:
According to the reporter: the needle broke during the first stitch. Got a new device and continued with the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch.there was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.no device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/06/2015. Initial reporter's last name updated to correct spelling.

Manufacturer narrative:
(B)(4)